Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On march 28th, 2022, it was reported that multiple cartridge alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available. H6: added 1503.